Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2014-00042. The pt (B)(6) was implanted with two percutaneous leads from different lots as part of a clinical study for migraines (off label). It was reported the pt experienced increased headaches and pain attacks. The pt's therapy system was explanted at her request due to lack of efficacy.